Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20 mm sapien 3 ultra resilia valve, the 14fr esheath+ was unable to be advanced in the patient due to calcified access vessels. There was no damage observed to the esheath+. A decision was made to switch to a subclavian approach. A new 14fr esheath+ was prepped and inserted in the patient. The 20 mm commander delivery system and valve was unable to be advanced through the patient anatomy. There was withdrawal difficulty as a surgical repair had to be performed to remove the system. Upon removal of the system, the delivery system balloon was noted to have a pinhole. A stent was implanted at the left subclavian vessel to stop the bleeding. The procedure was aborted with no valve implant and the patient left the operation room (or) in stable condition.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following section of this report has been corrected: h6 (health effect - clinical code). The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (health effect - impact code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no relevant imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Per the IFU, it cautions that if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for inability to track the delivery system with crimped valve through the patient's anatomy, inability to withdraw the delivery system with crimped valve through the esheath+ and delivery system balloon leakage were unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU and training manuals revealed no deficiencies. As reported, "the perceived root cause for the delivery system with valve being unable to pass through the patient's anatomy was the esheath+ appeared to have come back out of the aorta during insertion of the delivery system. Once the decision was made to withdraw the delivery system and valve, the delivery system and valve were unable to be brought back into the esheath+. Coaxial alignment of the delivery system upon re-entry into the distal end of the esheath+ was not possible in the anatomy." And "upon removal of the system, the delivery system balloon was noted to have a pinhole." Per the training manual, "insert delivery system until delivery system tip crosses annulus in order to have enough length to do valve alignment in ascending aorta" and "retract the sheath while keeping the delivery system in place until the valve is exposed." In this case, it was stated that the esheath+ came out of the access vessel with the consequence that the commander delivery system with crimped valve was unable to be advanced or retrieved. It is possible that the esheath+ came out while the commander delivery system was still not in position for valve alignment, resulting in the reported difficulties in advancing the commander delivery system as well as retrieving it from the patient. Additionally, the reported tortuosity can create a challenging pathway for delivery system advancement. The presence of tortuosity may increase the risk for the system being caught when navigating through the anatomy leading to tracking or retrieval difficulties. In addition to the mispositioning of the sheath, it is possible these factors may have led to the non-coaxial withdrawal of the delivery system leading to the reported issues. It is possible that excessive manipulation was applied during tracking and/or removal of the delivery system, causing the valve to interact with the balloon and resulting in the reported pinhole. In this case, available information suggests that patient factors (tortuosity and calcification) and/or procedural factors (esheath+ positioning, excessive manipulation and non-coaxial withdrawal) contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.